Event description:
A user facility reported to olympus that an image was not produced upon connection of olympus, model series 190 scopes to the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a different device, model clv-190 there was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
An initial inspection of the device, performed onsite at the user facility, by a field service technician, confirmed the reported problem of "no image" when connecting olympus, model series 190 scopes. In addition an error code "b30" was found. The device was returned to olympus for further evaluation. The evaluation, performed at olympus, was unable to reproduce the error "b30." The evaluation findings are as follows: e315 error noted during evaluation; corrosion noted on the tank socket; corrosion noted on rear foot; orrosion noted on the rear panel; top cover poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, regarding the error code b30, the phenomenon was not confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, regarding the error code e315, it is likely the phenomenon was due to a faulty socket. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "·if fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus." Olympus will continue to monitor the field performance of this device.